Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received results of 58 mg/dl on the inform system and 36 mg/dl on a lab value within 10 minutes on a neonate. The discrepant results were obtained at the hospital. Patient was treated with IV d5%. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.